Event description:
It was reported that an alert for rv lead noise was received. Noise was confirmed during follow up. Externalized conductors were observed. Based on the reviews of images provided to st. Jude medical, the conductors do not appear to be externalized. Lead was capped and replaced.